Event description:
A posey sitter ii was being used on a patient who was a fall risk. Two sensors were in place. Nurse reported that the posey sitter ii was malfunctioning and removed it from service. The failure the nurse experienced was that he/she could not take the unit off hold even when pressure was removed from the pad and then reapplied. Biomed inspected the device and verified the same problem and returned the device to the manufacturer. The manufacturer inspected the device and found the unit to be in good working condition and the unit required no servicing or replacement parts. The manufacturer indicated that perhaps the operator was not aware of the hold feature of the unit. The manufacturer suggested that the staff be reminded of this feature in that there is a 20 30 second delay from "hold" to when the unit "arms" after the patient leaves the pad. At the end of the interval, if weight is present on the sensor, the unit will activate. An alert was sent out to staff to educate on the features and steps of the hold feature on the posey sitter ii. Manufacturer response (as per reporter) for alarm, posey sitter iimanufacturer found device in good working order and suggested staff misunderstood operations of putting device on hold and features of the hold.